Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported deflation of an unknown side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician additionally reported left side "multiple folds". The device has been explanted.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified broken shell, fold creases and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified wear abrasion, broken shell with striated edge on posterior side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. The crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted.

Event description:
Physician reported left side rupture and "multiple folds". The device has been explanted.